Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 48 mg/dl and 504 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
"The label for the trocart was wrong. It was mentioned 5 mm yet in reality according to them the diameter is 7 mm. Difficult to introduce the trocart, the entrance needed to be forced which caused muscles to be ripped."